Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during a routine device change out, an insulation anomaly was noted on the right ventricular lead. The lead was explanted and replaced.